Event description:
It was reported that the patient developed an infection and had the leads removed. It was also reported that both leads dislodged. The leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.